Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018 a perceval pvs27 was implanted as part of the persist-avr trial. The day of the implant a serious adverse event occurred as reported by the persist clinical registry. The patient had arrhythmia and conduction disorders - av block iii. This resulted in a pacemaker implant on (B)(6) 2018. The patient condition is recovered/resolved.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The complete manufacturing and material records review confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve model # pvs27 at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.